Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the suspected thrombus could not be conclusively established through this evaluation. Additionally, analysis of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review. Analysis of the submitted log files revealed transient low flow hazard alarms were captured on 11feb2020 and 12feb2020 when the flow dropped below the 2.5 lpm threshold that resolved. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and outlines indications of pump thrombosis as well as how to respond to such events. The IFU explains that pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The low flow alarm is triggered when the flow is less than 2.5 lpm. Furthermore, the IFU describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was concern for thrombus. Analysis of the log file confirmed that the patient experienced two low flow events, one on (B)(6) 2020 and (B)(6) 2020 that have since resolved.